Event description:
It was reported that the line had blockage. Saline did not seem to flow even after the clamp was released. There was no disinfection or sterilization, and no infectious disease occurred. This occurred before patient use during priming. There no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05545 for details pertinent to this event.